Event description:
Hospital hemodialysis unit discovered three boxes of defective limulus amebocyte lysate -lal- slides. Defectives slides caused all hemodialysis units to fail testing and the manufacturer was contacted. Manufacturer provided a tester on loan while the problem was investigated.